Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient felt shocks around the device about 6 months ago, especially when they used the lawnmower. An emi issue was noted as well as an overstimulation sensation. Impedances were checked and were normal. Reprogramming was also attempted to avoid the shocking problem. This included programming bipolar stimulation, turning stimulation off and reducing parameters. There was no ¿event¿ that was related to the occurrence of shocking. The physiologist had performed the basic actions to reduce the electric field without any success to avoid shocks. No further information was reported. A follow up report will be sent if additional information is received.